Event description:
A hospital in (B)(6) reported that the numeric heart rate value on the printout is significantly different than the heart rate the staff measured from the ECG display.

Manufacturer narrative:
Testing at spacelabs of the incident module confirmed it was operating to specs. A review of the waveform data and the description of the pt connection provided by the hosp confirmed that the pt had an unusual ECG morphology, a widely varying ECG amplitude, and the use of a 3-wire, single lead pt cable contributed to the difference in heart rate. Proper troubleshooting per the users manual would have alleviated this problem. The hosp staff was advised that switching to a 5-wire ECG cable would have provided additional leads for heart rate detection. We have concluded that no further action is required and consider this issue closed.